Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloon catheter tip detached while pulling it out from the scope channel. Reportedly, the event happened outside the patient. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.